Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for check supply line alarm was not confirmed. The cause of the use error was switching bags while connected. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for check lines and bags alarms is in progress through (B)(4).

Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) display while refilling the heater during fill 6 of 6, the nurse reported that the person that performed the setup the night before did not put on enough solution, so she took the empty heater bag off and replaced it with another solution bag. The baxter technical service representative (tsr) explained to her that was not the proper procedure and that could contaminate the set. The nurse stated that she used sterile procedure and clamped off the line, and wanted tsr to assist her in clearing the alarm. The tsr assisted in bypassing refilling the heater. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. During a follow up with the floor nurse at the medical center on (B)(6) 2011 regarding the use error and the alarm, the floor nurse that they would not be able to find the patient in question and would not be able to provide any further information about the patient or the patient's condition.